Event description:
It was reported patient experienced multiple falls and unable to provide effective therapy. Diagnostics revealed all their leads addressing high impedances. As such, surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3- date of event is estimated.

Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2025 wherein the l1, t12, and left s1 leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.